Manufacturer narrative:
The product information, was missing some information in the initial report. Corrections were made to make this section complete.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2019, during an implant surgical procedure for a lead, the physician was unable to place the lead in the desired location. In turn, the procedure was abandoned. Product information about the lead was not provided.